Event description:
Boston scientific received information that during a procedure to implant this system, the physician pumped the av node or the his bundle and the patient became asystolic. Pacing therapy ensued with the implant of the right ventricular lead and the implant procedure was completed without further incident. The following day, this atrial lead was not sensing well and the physician elected to perform another procedure at which time this lead was removed from service and the patient was upgraded to a crtd. No other adverse patient effects were reported. The new system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.